Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that during the procedure, trailing haptic stuck in injection cartridge. The surgeon had to cut haptic to release iol when in the eye. Additional information has been requested.